Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's dexcom receiver showed 60 mg/dl, while a blood glucose meter (bgm) indicated 126 mg/dl at an unspecified time during the day. At approximately 4:00 pm, the patient began exhibiting symptoms of excessive sweating and confusion, prompting immediate medical attention. He was transported to the emergency room (ER) via ambulance, arriving at around 4:45 pm. Wife called the ambulance. Upon arrival, a bgm test was conducted, revealing a critically low blood glucose level of 53 mg/dl. Per ts, the patient was "unaware what was the reading on the dexcom at that time." The patient was administered normal saline IV solution and given orange juice and soda. The patient¿s condition gradually improved, and by 9:15 pm, his blood glucose level had stabilized at 150 mg/dl. He was subsequently discharged from the ER. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.